Manufacturer narrative:
(B)(6). The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. A leak through a cut in the sheeting of the homechoice cassette was identified. The sample did not meet specification. The cause of the leak was determined to be a cut in the sheeting. It could not be determined how the cut in the sheeting occurred. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice automated pd set with cassette, a baxter technician identified a leak in the cassette due to a cut in the sheeting. There was no patient injury or medical intervention associated with this event. No additional information is available.